Manufacturer narrative:
Citation: alvarado et al. Transcatheter aortic valve replacement using the new evolut-pro system: a prospective comparison with the evolut-r device. J thorac dis. 2021 jul;13(7):4023-4032. Doi: 10.21037/jtd-20-2409. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a prospective comparison of evolut r and evolut pro bioprosthetic valves in transcatheter aortic valve replacement (tavr). All data were collected from a single center between june 2015 and october 2018. The study population included 83 patients (predominantly female, mean age 85 years). All patients were implanted with a medtronic evolut r or evolut pro bioprosthetic valve (unique device identifier numbers not provided). Among all patients, 4 in-hospital deaths and 7 follow-up deaths occurred. Causes of deaths included a wire-induced ventricular perf oration, deterioration of pre-existing severe respiratory insufficiency, pre-existing severe hepatic failure, cerebral hematoma, and other unknown causes. Based on the available information, there was no causal or contributory relationship between medtronic and the death(s). Among all patients, adverse events included: arrhythmia requiring permanent pacemaker implant, major vascular complications, major bleeding, new onset atrial fibrillation, mild to moderate aortic regurgitation (ar), mild to moderate paravalvular leak (pvl), rehospitalization for heart failure, stroke, prosthesis-related endocarditis requiring medicinal treatment, and femoral artery pseudoaneurysm requiring surgical intervention. Based on the available information medtronic product was associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.